Event description:
It was reported that the user experienced a brief interruption of glucose data without any alert, and the reading subsequently returned after counseling on temporary connection losses, consistent with an intermittent signal loss of the dexcom g7 continuous glucose monitor (cgm) used with the system. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included troubleshooting and user education regarding cgm signal loss and connectivity. Investigation of this case revealed a temporary communication interruption with the cgm, and no responsible device within the ilet system was identified, with function restored during the call. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm communication issue.

Manufacturer narrative:
Initial.